Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there was a cut on the guider proximal outer tubing at approximately 30.0cm from its proximal end. The guider was also found to be kinked at 11.5cm from its distal end. No other anomalies were noted. During functional testing, the guider distal end was plugged with a .064 inch mandrel and the guider was flushed with water. There was fluid was leaking through the cut section on the proximal shaft and thus the reported leak was confirmed. The device was confirmed to be in good condition prior to use. However the exact cause as to what contributed to the cut on the guide catheter shaft which resulted in the leak in the shaft could not be definitively determined.

Event description:
It was reported that during the procedure, there was a leak at 35 cm from the hub end of the guide catheter (subject device). There was a 4cm fracture on the surface on the catheter as well. No consequences to the patient were reported.